Event description:
It was reported that during a da vinci si procedure there were frayed wires near the tip of the mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a frayed wire on the instrument. The instrument was found with one frayed cable along proximal and distal area. The cable derailed off the pulley and was rubbing against idler pulley, causing wear and some visible damage on idler pulley. Evidence not conclusive, but cable probably frayed from the cable friction against idler pulley, during use. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.